Event description:
During implantation of shunt valve, final testing is done prior to securing device in the patient to ensure that it is correctly functioning. At first, it appeared to function, but "wet" around valve dried with gauze and test repeated. Cerebral spinal fluid shot up from valve not once but twice, valve removed and replacement found.